Event description:
An m5+ ivl peripheral catheter was used to treat the iliac artery. Upon removing the ivl catheter from the sheath, detachment of the balloon occurred. The detached portion of the ivl catheter was successfully removed together with the 7f sheath. The detached portion was contained inside of the sheath. It is believed that the ivl balloon was not fully deflated and when the physician attempted to pull the ivl catheter from the sheath, the balloon got caught and detachment occurred. To date, no patient sequelae has been reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned in three separate pieces. The guidewire used in the procedure was present in the catheter. The connector end was received cut off and not returned. The reported failure was confirmed. All components in the distal portion of the ivl catheter are accounted for. The likely cause of the balloon being stuck in the sheath is due to the user not deflating the balloon fully prior to removal. This would cause the balloons profile to be too large and prevent it from being removed through the sheath. Using excess force in an attempt to remove it would cause the outer shaft to separate. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.